Manufacturer narrative:
During testing, it was noted that the device did not detect a distal occlusion when present. This was due to a broken distal pressure sensor pin. The customer's report that the device was alarming n251(valve/cass test fail) and does not recognize the cassette was not confirmed or duplicated. As indicated, the device has been identified as part of a product recall.

Event description:
The device was returned to the service center for a report from the customer contact that the device was alarming n251(valve/cass test fail) and does not recognize the cassette. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device did not detect a distal occlusion when present.